Event description:
Customer reported a past high blood glucose event with levels reaching the high 700's mg/dl. Cause was not known. The customer took corrective action by using a correction injection via mdi and mentioned changing out both ifs and cartridges, although issues persisted for three days. Recommendation was made to consult with a healthcare provider regarding diabetes management.